Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a malfunction caused by a failure of the device was confirmed. Thus, it was determined that the device did not satisfy its performance and specifications. However, a probable cause of the related event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus medical for evaluation. The blinking light system issue was determined caused by worn internal components (mesh turret, filter turret) and a flaw on the front panel switch. During examination and testing, the device inlet showed signs of burning; and the output connector would not allow for high brightness detection mode. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus medical representative reported on behalf of the customer that the visera pro xenon light source required service. Additional information was requested and no information has been made available. During device examination of the returned device revealed the front panel green lamp the power button was blinking. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.